Event description:
Additional information reported on 9/19/2013 an attempt was made to aspirate the pump with the intent to instill 20 mls of saline into the pump reservoir. Less than 1 ml of lioresal was aspirated from the pump. During the instillation of saline, the pocket was observed to become distended and when the needle was withdrawn, and a flow of clear fluid squirted from the needle puncture site. On (B)(6) 2013 the pump was explanted and replaced with a new pump. The reason for removal was therapy related. During surgery, clear fluid was noted to flow at high pressure from the pump pocket. The tissue was described as edematous and there was no evidence of seroma formation or infection. On the spinal catheter, proximal to the distal end of the connector, a small bead of clear fluid was observed from a small hole which tore longitudinally when mobilized. Csf (cerebrospinal fluid) was readily refluxed back from the catheter with no undue resistance. The new pump was connected with a new catheter/pump connector. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 8578, product type: accessory. (B)(4). Corrected information: the initial MDR was filed as manufacturer¿s report # 3007566237-2013-02986. Additional review indicated the correct manufacturing site was site # (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found that the pump passed all infusion and non-destructive testing. Dispense testing and additional 24 hour infusion testing at 37c and also 43c passed showing that the pump was dispensing accurately. The septum was examined and no definitive damage or coring that could promote a leak could be found. The logs were examined and no anomaly appeared to have occurred at any time. Analysis of the catheter found no significant anomaly. A non-significant indent in the sc connector seal was found, but did not affect infusion.

Event description:
It was reported that, during a routine refill, normal protocol was followed and the correct amount of remaining drug was aspirated. Upon refill, the physician noted swelling at the inferior margin when the fill started. Upon noticing this, he immediately aspirated the pump, withdrawing the amount that had been previously instilled. He then reinserted the needle (model number 8551) into the septum and again noted that this ¿felt normal¿ and filled the pump. However, when the needle was removed, there was a high pressure spurt of fluid back out the needle hole in the skin. The patient since showed signs of baclofen overdose and was treated. The following day, the patient was discharged. An x-ray was taken of the pump and the pump was found to be enclosed. It was noted that the physician had considerable experience with refills and had no encountered previous issues. It was later reported that the patient experienced symptoms of drowsiness, respiratory depression and confusion. Full interrogation of the pump was done and no obvious issues were found. The initial lateral x-ray of the pump to view the reservoir bellows was inconclusive. A follow-up x-ray was planned for later in the week. At the time of this report, the patient was receiving effective therapy. However, concerns remained regarding patency of the septum and amount of drug volume still in the pump. The baclofen concentration was 2000mcg/ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.